Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after pressing the b button, the insulin pump would show 140 mg/dl every time instead of the three dashes. Customer's last blood glucose was over 2 hours ago and it was 134 mg/dl not 140 mg/dl. Customer stated there were no alarms in the alarm history. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no bolus button anomaly noted.